Event description:
It was reported that when the external pulse generator was turned on, it would stay on for 1 to 2 seconds, the pace and sense indicator lights would flash and then the generator shut itself down. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit would stay on for 1 - 2 seconds, indicator lights would flash and then it would shut down, and therefore the main printed circuit board (pcb) was replaced. Analysis also found that the upper case was damaged, affecting the keyboard fit and that the lower case and both bail covers were broken, that the ring cover and battery drawer were contaminated, the pcb flex was creased, the ring was bent and the serial number label was damaged. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).